Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has not been received for failure analysis evaluation.

Event description:
It was reported that after docking from a da vinci-assisted surgical procedure, a transparent silicone ring from the entry guide kit was found to have separated from the surgical site. The nurse stated there were no issues with mounting or operation reported. The fragment fell during a dissecting task. The fragment was retrieved and visually confirmed after examining and cleaning the site. No additional surgery or post-operative tests were needed. The procedure was completed robotically without a backup accessory, with no patient injury or complications reported.

Manufacturer narrative:
The entry guide kit accessory was received for failure analysis. The customers reported event with the accessory could not be replicated nor confirmed. The entry guide was returned with an o-ring that measures approximately 6.40mm in size. Upon visual inspection of the entry guide doors, failure analysis was unable to determine if the o-ring that was returned fell off from one of the doors. Advanced failure analysis found no physical damage to the entry guide, which appeared fully functional. All four doors were securely installed and actuated properly. Internal inspection revealed no issues, missing components, or extra parts. The returned loose o-ring matched expected dimensions and color, appearing intact with no damage. Each door, including three instrument doors and one camera door, had its respective o-ring correctly installed. Since all expected o-rings were accounted for, the loose o-ring was likely an extra inadvertently added during manufacturing.

Event description:
Refer to h11 for follow-up information.